Manufacturer narrative:
A nurse at the user facility removed the employee's splinter subject of the reported event. A steris field service technician arrived on site, inspected the armboard, and was unable to determine the cause of the damage to the armboard. The armboard is being returned to steris for further evaluation. The customer was sent a replacement armboard. The investigation of this event is currently in process. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that an employee received a splinter while picking up an armboard accessory. No report of procedural delay or cancellation. There was no patient involvement with the reported event.

Manufacturer narrative:
The armboard subject of the reported event was returned for evaluation. Steris's evaluation concluded that the reported splintering was caused by the customer's handling of the device. The improper use and handling of the armboard allowed for it to splinter near the clamp. The instructions for use state, "warning - safeguard patient: cracked or splintered surfaces may cause injury. Inspect all surfaces and hardware of armboard prior to use. Damaged armboard must be replaced. Read and understand all instructions prior to using the anesthesia armboard. Do not use equipment if worn, damaged, or pieces are missing." Additionally the label on each armboards states, "check accessory for damage or wear prior to each use." The armboard has been removed from service.